Manufacturer narrative:
The report event of ineffective stimulation was confirmed. As received, visual inspection showed the returned lead was ineffective stimulation due to the returned lead found all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The event date is unknown. During processing of this complaint, attempts were made to obtain complete device information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
This report is related to a (B)(6) patient. It was reported the patient was unable to receive effective therapy due to high impedance. As a result, the patient underwent surgical intervention and their lead was explanted.